Event description:
It has been reported to philips that the c-arm did not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during diagnosis procedure. The assigned procedure was completed by transferring the patient to another device. It was reported to philips that the c-arm could not move. Review of the log files shows application error, carc not calibrated. Upon troubleshooting philips field service engineer (fse) checked the device on site and found that the system could not obtain the geometry calibration data, confirming motor control board (amc) needs to be replaced. To resolve the issue, fse replaced the amc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.